Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were waiting to have their ins taken out. It was stated that since the time they had it put in on (B)(6) 2015 they have had nothing but pain in both hips and both buttocks. The patient went to an hcp about the pain who advised them to turn the implants off, and once they were turned off within 2 hours the pain was gone. The patient had a biopsy and had their urine checked which showed no problems or infections. At the time of the additional information the patient indicated that the explant is planned for sometime in (B)(6).

Event description:
Additional information received from the patient reported the patient had experienced a loss or change of therapy. She does not think her therapy was working because she was not going to the bathroom and she was drinking a lot of liquid. The patient does not feel stimulation. She had never felt stimulation and therapy was on. The situation was not resolved. Setting was at program 3 at 6.0 volts and patient increase to 6.5 volts. Patient asked to switch to program 2. There was a fall reported that could be related to this issue. Patient reports she fell (B)(6) 2015 and again a week to week half ago but the stimulator had been working fine after both falls. Event date was (B)(6) 2016 for implant not working and (B)(6) 2015 and (B)(6) 2016 for falls. Fall a week to week half ago. Patient called again and says she still can't go to the bathroom. Additional information received from the patient reports the patient had notified their physician about never receiving symptom relief from therapy. The patient had seen the nurse at least th ree times. The circumstances that led to the patient not receiving symptom relief from therapy was when they installed the device the patient got a burn on the bottom her vagina. So when they program it that part would feel and they had to turn it down. Steps taken to resolve not receiving symptom relief was they programmed it but the patient couldn't take the feeling and they had to turn it down. The issue of not receiving symptom relief had not been resolved. It was set at a different level then turned down 1 or 2 numbers. Patient reported she had not had a feeling from the first trial. The patient was burned on the bottom of her vagina and can't get the feeling without it hurting in that area. It was noted that the unit was programmed by the nurse at least two times. The patient noted that the unit is working okay. The patient was still going five times at night. Additional information received from the patient reported the patient said since falling on christmas, she has had sciatic nerve pain in both cheeks. Patient said since then, it feels like it was throbbing where the dent was for her butt (tailbone area) and that was getting gradually worse. She had been constipated for over a week. Patient was on her way to the ER (emergency room). Unknown if the procedure was due to a problem with the device or therapy. Patient called her hcp and the nurse told her the symptoms had nothing to do with her ins (stimulator). The symptoms was consider a gradual change for sciatic nerve pain in both cheeks and throbbing where the dent was for her butt. Constipated for over a week. Neurostimulator never helped her symptoms. Patient was in so much pain, she can't get out of bed she has to use her cane to walk and can't get up out of a chair. Event on (B)(6) 2015 for sciatic nerve pain in both cheeks and (B)(6) 2015 for throbbing where the dent was for her butt, getting gradually worse every day. Event in 2016 for constipated for over a week and (B)(6) 2015 for neurostimulator never helped her symptoms. Additional information received from the healthcare provider reported pain. Patient went to ER and caller was ER physician. Was able to instruct physician to turn off ins (stimulator). This was to determine if patient's pain was caused by ins. Patient reported back that she did feel a change. Caller (physician) stated "I am not sure if this is a placebo effect". Symptoms reported was pain. Location of symptom reported was at pocket area. Unknown if the patient consider ed this a sudden or gradual change in therapy/symptoms. Patient wants the ins to be turned off. Event date was (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0whpp, implanted: (B)(6) 2015, product type: lead. Product ID: neu_un known_prog, product type: programmer, physician. (B)(4).

Event description:
A patient reported that she was implanted on (B)(6) 2015 and had never felt stimulation. The patient's indication for use was noted as urinary dysfunction and gastrointestinal/pelvic floor. She had not had stimulation since implant, increased from 1.1 volts to 1.4 volts and still felt no stimulation. Her symptoms were getting better and she wasn't going as much as she used to, although she was still going to the bathroom. Her pad wasn't as wet as it was before implant, but she hadn't been drinking that much water and she was on antibiotics that were "killing her appetite." The patient's main problem was getting up at night and she was still doing that; how it worked at nighttime depended on how much she drank. Pre-implant she would get up three to four times at night and that had improved to twice a night with six hours of sleep in between. On (B)(6) 2015, she got up three times during the night and it wasn't much the first two times, but the last time was better. The next morning when she got up, it was the best since surgery. She hoped it would start working better once she got off the pills. If it continued waking her up at night, she planned to turn it up a little bit so she could go more during the day. Starting on (B)(6) 2015, during the day the patient wasn't urinating and was retaining. She was drinking a lot of water and there was still nothing. The patient was still having issues. It was verified that the patient was seeing the stimulation on icon in the upper corner of the patient programmer but also noted that she was seeing the screen to turn on the implantable neurostimulator (ins) when she tried to increase stimulation. The return of symptoms was likely because the patient had been using the stimulation on/off keys to turn the programmer on and off. The patient was on program 2 at 2.1 and was able to successfully increase to 2.5. She had a follow-up appointment scheduled with her healthcare provider on (B)(6) 2015 and planned to monitor her symptoms until that time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that since implant the device was not working, there was a loss of therapy, and it was like before she had it implanted. She had little therapy benefit, and was still going to the bathroom five times per day. The stream was lighter during the day, but at night she was going to the bathroom four times and the stream was heavier. She also had pain and a sharp stabbing sensation in the vaginal area since implant. The patient left her partial dentures in during the implant, which have metal, and she wanted to know if this caused the pain in the vaginal area during the procedure. When the doctor adjusted it, it felt like a sharp knife that went to the bottom of the vagina, all the way down to her feet. This had occurred four times. Every time the doctor turned it, she would get that pain. That part of the vagina was still sore but if she put cortisone on it, it wasn't as bad. The implantable neurostimulator (ins) had also sunk deeper in the pocket since implant; her doctor told her that was normal. The night prior to (B)(6) 2015 she had to get up twice, and that morning she reprogrammed it from 2.5 to 3. On (B)(6) 2015, the patient peed when she bend over. She tried program 3 at 5.4 but wasn't able to feel stimulation. She changed to program 1 at 3.2 and felt stimulation.

Event description:
Additional information received from the patient reported the patient had made an adjustment and was wondering if she needed to press the sync button to lock in the current setting. Stimulation was decreased from 6.0 to 5.5 today. The patient had no symptom control, which was occurring daily. The patient had a fall on (B)(6) 2015 but she had no change in therapy. The patient did not notify the doctor, but was going to follow up with the doctor. It was noted that the patienthad never had symptom control. She still got up to go to the bathroom between 3 and 5 times a night. This was depending on what she had to drink. The patient was scheduled in may for a bladder endoscopy. Further follow-up is being conducted to the circumstances that led to the lack of therapy, what steps were taken, and if the lack of therapy was resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was reported that the patient reported they have had their ins turned off for about 2 years now. Patient reported when the ins was put in it was put in incorrectly. Patient reported when the surgeon implanted the ins during on surgery, they had to re-implant the ins 3 times but later noted the ins was never ¿placed right.¿ patient reported the doctor called someone (patient was unsure if it was an employee) to confirm the patient could turn off the ins, patient later reported not having pain since the ins had been turned off. Patient also noted they had sciatic pain prior to having the ins implanted, but reported that when the ins was implanted the sciatic pain was intensified and reported that they had to go to the emergency room. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that pain led to the ins placement issues. The patient was in constant pain, so they shut it off and would not be turning it back on. They tried to fix the urinary retention with settings, but they couldn't stand the pain on the numbers that worked. The urinary retention wasn't resolved and, since it wasn't turned on, the doctor put it in wrong.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their device never worked since implant. They stated that their original healthcare professional (hcp) ¿didn't implant the wrong device¿ and it had caused pain since. At one point, the patient went to the emergency room (ER) for the pain and they decided to turn the device off. This was 4-5 years ago. They had not turned the device back on and it was just sitting in their body ¿inactive¿. The patient wanted to know if they could get the device taken out or if they could just leave it in their body. They were redirected to follow up with their hcp for the issue and to discuss removal. There were no further complications reported or anticipated.